Event description:
It was reported that a patient underwent a sleeve gastrectomy, cholecystectomy, bladder sling and hernia repair procedure on (B)(4) 2004 and mesh was implanted. The patient returned on (B)(6) 2004 for complaints of incisional leakage and was discharged on (B)(6) 2004. The patient had a wound drain placed while she was in the hospital. The patient may have had an immune response to the mesh. The patient has had several hospital admissions after the original surgery and eventually the patient had the mesh removed on (B)(6) 2004. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, fistulae and recurrence. (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a sleeve gastrectomy, cholecystectomy, bladder sling and hernia repair procedure on (B)(6) 2004 and mesh was implanted. The patient returned on (B)(6) 2004 for complaints of incisional leakage and was discharged on (B)(6) 2004. The patient had a wound drain placed while she was in the hospital. The patient may have had an immune response to the mesh. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. The patient has had several hospital admissions after the original surgery and eventually the patient had the mesh removed on (B)(6) 2004. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. Post implantation, the patient had the following procedures: elective sleeve gastrectomy cholecystectomy and liver biopsy, cadaveric fascia tubovaginal sling on (B)(6) 2004 ; cholecystectomy- (B)(6) 2004, wound debridement- (B)(6) 2004, ventral hernia repair, and chronic abdominal wound infection- (B)(6) 2004, small bowel obstruction- (B)(6) 2004, gastrocutaneous fistula, ventral hernia, small bowel obstruction, pneumoperitoneum, internal hernias x2, gastric fistula, multiple fascia defects- (B)(6) 2004, sleeve gastrectomy, and liver biopsy, cadaveric fascia tubovaginal sling surgery. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.